Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient passed way. Reportedly, the patient had pneumonia, was not wearing their dexcom continuous glucose monitoring system, and passed out on (B)(6) 2015. The patient's wife drove him to the hospital. Patient was admitted and treated for pneumonia. Patient did not survive. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device and the device was not being used at the time of event. However, the patient's transmitter and receiver were both returned for investigation. Both devices passed visual and functional testing, performing as expected with no defects found. The death certificate was provided. The root cause of death is reported as pneumonia, respiratory failure, cardiac arrest and pneumothorax.